Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2015; dtma1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The patient is scheduled to have the lead reprogrammed to resolve the twos. The lead remains in use. No patient complications have been reported as a result of this event.